Manufacturer narrative:
(B)(4).

Event description:
Procedure: cosmetic. According to the reporter: the patient experienced a small dehiscence. There was no surrounding erythema and very minimal drainage exposure. This was packed by pa. No palpable fluid collection was found. Possibly related to test device, surgery date (B)(6) 2009. Resolved date: (B)(6) 2010.